Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing poor performance. The recipient has elected for revision surgery for a technology upgrade.

Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device was reportedly discarded and will not be returned to the company for analysis. A review of the device history record revealed no anomalies. This is the final report.